Event description:
It was reported that the unit has a control bar issue and missing screw. The event timing is during preventive maintenance. There is no harm or delay reported. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete g2: foreign country - belgium . If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Review of the most recent repair record determined a screw was missing and the control bar was out of position. The screw was replaced and the control bar was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.